Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found a damaged usb connector. Functional testing and receiver log review could not be performed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015. There was no report any injury or medical intervention. No additional even or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.